Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 600 to 700 mg/dl at the time of incident. Customer had symptoms such as vomiting. Customer was treated with intravenous injection. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.